Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level was 595 mg/dl. Insulin was administered via insulin pen. A new cartridge was loaded to address the event. Reportedly, the customer had insulin pens available as alternate insulin therapy.